Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 701 occurred on channel b. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There were no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, the device has not yet been received. Once the device is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 701 on channel b was confirmed and reproduced during product evaluation. The root cause of the reported problem was assigned to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced in order to correct this condition. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.